Event description:
The company made me clean up oil that is constantly spilling onto the ground. Instead of fixing the machinery they just refill the oil and make us clean up the leaked oil. Because of this the medical parts they produce are usually contaminated with dirt and grime. While cleaning up, said oil I got my head on a robot that was left in down position and cut it open and had to go to the hospital. FDA safety report ID# (B)(4).